Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 syringe 1ml s/t w/ndl 27x1/2 rb experienced needle breakage prior to use. The following information was provided by the initial reporter: material no: 309623. Batch no: 9059611. Product description summary: needle breaks off syringe when trying to use.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples photos were not received to confirm the product defect. H3 other text : see section h.10.

Event description:
It was reported that 12 syringe 1ml s/t w/ndl 27x1/2 rb experienced needle breakage prior to use. The following information was provided by the initial reporter: material no: 309623 batch no: 9059611. Product description summary: needle breaks off syringe when trying to use.